Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that one week post implant procedure the physician diagnosed an infection in the scrotum. The inflatable penile prosthesis (ipp) was removed and the infection was treated with antibiotics. The patient presents sores in his fingers, indicative of healing issues. A patient outcome of fully recovered was reported.